Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lot history record (f1525301) indicated that there were no non-conformances related to this event and the mynx device lot met all established performance criteria prior to shipment. Based on the information provided, the cause of the event was likely a result of multiple stick punctures. It should be noted that the mynxgrip is designed to achieve hemostasis for only one puncture site. Per the mynxgrip instructions for use (IFU), "do not use mynx if the puncture is through the posterior wall or if there are multiple punctures, as such punctures may result in a retroperitoneal hematoma or bleed". Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that the patient had an active bleed at the access site after the deployment of the mynxgrip device. The device was being used with a 6f procedural sheath for arterial closure following an interventional coronary procedure. During the patient's catheterization procedure prior to the mynx procedure, a 5f sheath was exchanged for a 6f sheath. The physician had difficulty inserting the sheath and had difficulty advancing wires and catheters through the sheath. There were multiple sticks punctures and a scarred groin. There was no resistance felt with the mynxgrip device. The mynx sealant didn't seem to "take" during the deployment which resulted in active bleeding at the access site following the deployment. Manual compression was applied for 30 minutes or less to achieve hemostasis. There were no hematomas or complications. The patient was described as fine and hospitalization was not prolonged as a result of the event. No further information is available.